Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic submucosal dissection (esd) for upper gastric hard lesion due to adhesion and cicatrix, the distal tip of the subject device came off into the pt. The doctor did not retrieve the broken tip and completed the procedure with another device. There was no report of pt injury regarding this report.

Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the distal tip came off. There were no abnormalities in the manufacturing record of the subject device. The facility informed that the doctor carried on the procedure by using electrosurgical unit in the coagulation mode for the hard lesion. As the result of the investigation, omsc assumes that adhesion strength of the tip decreases due to heat while activating output and pressure was put on the tip when the doctor tried to cut the hard lesion and this caused the breakage. This report is being submitted as a medical device report in an abundance of caution.